Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm and air bubble in the cassette was not confirmed. A root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill, the technical service representative (tsr) found that an air pocket was not moving from the cassette. The tsr advised the home patient (hp) to replace the setup and restart. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.